Event description:
The patient reportedly experienced intermittencies, followed by loss of lock. Programming adjustments were made and external equipment was exchanged; however, lock could not be established with the patient's internal device. A device failure was confirmed. Revision surgery will be scheduled.